Manufacturer narrative:
Although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was attempted under general anesthesia, with intracardiac echocardiography (ice) guidance. Transseptal puncture (tsp) was performed with a watchman trusteer access system (was) and versacross connect (vcc). Angiographic assessment of the laa revealed prominent proximal pectinate anatomy. An initial deployment attempt with a 27mm watchman flx pro closure device and delivery system (wds) was performed; however, the anatomy was determined to be unfavorable for closure. The closure device was recaptured and the procedure was aborted. After the was was withdrawn back to the right atrium and the procedure was concluding, st segment elevation was noted along with a brief drop in systolic blood pressure to approximately 75 mmhg. The patient required only minimal pressure support from anesthesia. The st segment changes resolved spontaneously in less than one minute without specific treatment. It was reported that the patient had a prior proximal circumflex coronary stent, and the physician suspected the st segment changes may have been due to transient coronary vasospasm possibly triggered during closure device recapture but is not sure of causation. The patient was admitted for observation and discharged the following day without further complications. The patient fully recovered.

Event description:
It was reported that st segment elevation occurred.a left atrial appendage (laa) closure procedure was attempted under general anesthesia, with intracardiac echocardiography (ice) guidance. Transseptal puncture (tsp) was performed with a watchman trusteer access system (was) and versacross connect (vcc). Angiographic assessment of the laa revealed prominent proximal pectinate anatomy. An initial deployment attempt with a 27mm watchman flx pro closure device and delivery system (wds) was performed; however, the anatomy was determined to be unfavorable for closure. The closure device was recaptured and the procedure was aborted.after the was was withdrawn back to the right atrium and the procedure was concluding, st segment elevation was noted along with a brief drop in systolic blood pressure to approximately 75 mmhg. The patient required only minimal pressure support from anesthesia. The st segment changes resolved spontaneously in less than one minute without specific treatment.it was reported that the patient had a prior proximal circumflex coronary stent, and the physician suspected the st segment changes may have been due to transient coronary vasospasm possibly triggered during closure device recapture but is not sure of causation. The patient was admitted for observation and discharged the following day without further complications. The patient fully recovered.it was further corrected the patient was not under general anesthesia, but instead deep sedation.

Manufacturer narrative:
B5: information added although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.

Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was attempted under general anesthesia, with intracardiac echocardiography (ice) guidance. Transseptal puncture (tsp) was performed with a watchman trusteer access system (was) and versacross connect (vcc). Angiographic assessment of the laa revealed prominent proximal pectinate anatomy. An initial deployment attempt with a 27mm watchman flx pro closure device and delivery system (wds) was performed; however, the anatomy was determined to be unfavorable for closure. The closure device was recaptured and the procedure was aborted. After the was withdrawn back to the right atrium and the procedure was concluding, st segment elevation was noted along with a brief drop in systolic blood pressure to approximately 75 mmhg. The patient required only minimal pressure support from anesthesia. The st segment changes resolved spontaneously in less than one minute without specific treatment. It was reported that the patient had a prior proximal circumflex coronary stent, and the physician suspected the st segment changes may have been due to transient coronary vasospasm possibly triggered during closure device recapture but is not sure of causation. The patient was admitted for observation and discharged the following day without further complications. The patient fully recovered. It was further corrected the patient was not under general anesthesia, but instead deep sedation.

Manufacturer narrative:
B5: information added.although this report is for a watchman delivery system, we are notifying you of the field action for product advisory on the watchman access systems since these two components are used together in left atrial appendage closure procedures.with all the available information, boston scientific (bsc) concludes:device technical analysis:the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed.device history record review:a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0038320448. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling review:there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrythmia (st segment elevation) and hypotension (medication required).risk review:a risk review was completed and confirmed that the events of arrythmia (st segment elevation) and hypotension were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.